Manufacturer narrative:
(B)(4) non-fusion. No devices or applicable imaging studies have been returned to the manufacturer. Unable to determine cause to the event.

Event description:
It was reported that the patient underwent a revision surgery to remove posterior rod fixation at left l5-s1 and replace with bilateral fixation l5-s1 and bone graft harvested from iliac crest. Patient reportedly had continued pain and non-fusion. No hardware defects were noted upon removal.